Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - user error - overtreating hypoglycemia.

Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 59 mg/dl. The patient reported feeling it ¿in his head.¿ the low was corrected with apple juice and mac & cheese, but the patient acknowledged overtreating with multiple foods. Bg subsequently rose to 120 mg/dl. The patient did not require outside assistance or medical intervention. No hospitalization occurred and no long-term health effects were reported.